Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated the patient subsequently expired. The customer stated they do not believe that the patient's life would have been saved had the device worked as intended as the patient was elderly and in poor health.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b1, b2, b5 and h6 (medical device problem code & health effect impact code). The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to the user not responding to the low battery warnings. A review of the device log indicated the device began warning of a low battery on (B)(6) 2024, but there's no evidence that the user addressed the issue until (B)(6) 2024. The battery, installed in 2019, was nearly five years old, exceeding its four-year standby life. The device functioned correctly, providing visual and audible low battery alerts as designed. Testing confirmed it would have been capable of delivering shocks if a good battery had been installed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.